Event description:
Hp may have been overfilled with fluid while using the homechoice cycler for apd therapy. The hp has a last fill volume of 3000mls, which remains in their peritoneum throughout the day and is drained at the start of the following apd therapy. During the initial drain using the homechoice cycler, the clamp was initially left closed on the patient line, preventing any fluid from draining from the hp. The hp noted that the clamp had been inadvertently left closed and opened the clamp on the patient line. At the time that the clamp was opened, the device advanced from the initial drain into fill 1. During fill 1, the cycler delivered 752mls of the programmed fill volume when the fill was stopped and the cycler placed into a manual drain. 4,127mls of fluid was drained during the manual drain, after which therapy was continued to completion with no further issues. There was no patient injury or medical intervention.